Event description:
It was reported that balloon rupture occurred. Two emerge balloon catheters were used during a procedure. A 1.50mm x 12mm emerge balloon catheter was advanced for dilation. However, during the second inflation at 6 atmospheres, the balloon ruptured. The device was removed and replaced with a 2.00mm x 12mm emerge balloon catheter which also ruptured during the second inflation at 6 atmospheres. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good. It was further reported that the two emerge balloons were inflated for 10 seconds.

Manufacturer narrative:
This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgements from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue. E1: initial reporter address 1: (B)(6)

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. Two emerge balloon catheters were used during a procedure. A 1.50mm x 12mm emerge balloon catheter was advanced for dilation. However, during the second inflation at 6 atmospheres, the balloon ruptured. The device was removed and replaced with a 2.00mm x 12mm emerge balloon catheter which also ruptured during the second inflation at 6 atmospheres. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good.